Event description:
On 12/13/94 pump was in place at one of rptr's snf contracted homes delivering morphine to a pt. Pt became very sedated to the point of requiring narcan. Nurse at facility claims they attempted to "test" the pump and is convinced pump was delivering in excess of the programmed rate. Upon return of pump rptr attempted to test pump before sending it back to pump rental company and the pump registered a "malfunction" command.